Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 50-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. The original cp site was inserted during compressions, with no blood pressure and without ultrasound guidance. Access required multiple sticks. During transport, the patient¿s insertion site bled and a hematoma developed despite manual pressure and holding anticoagulation. Femstop was utilized without success. The cp needed to be removed and an additional device was inserted on the opposite side due to the patient requiring support at the receiving hospital. The pump was removed and the site required surgical closure. The patient survived to explant. Bleeding may be associated with access-site complications, multiple access attempts, lack of ultrasound guidance, and anticoagulation requirements during impella support.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of major bleed issue was likely due to no ultrasound guidance being used and end up requiring multiple sticks during access which eventually led to bleeding during transport based on clinical review